Event description:
It was reported that a malfunction occurred in the pump displaying a malfunction code and experiencing a button or charging issue. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on the blood glucose level. Technical support provided pump reset information, but the pump was unable to reset, leading to the decision to replace it. The customer was instructed to use multiple daily injections (mdi) as backup therapy and agreed to return the faulty pump using a pre-paid label within 10 days.